Manufacturer narrative:
The customer reported an inability to acquire pads ECG and a failure to deliver a shock. The unit was evaluated at philips, but the symptom could not be duplicated. The device was returned to the customer after passing all testing. The customer has not called back regarding this issue with this device. We are considering this a malfunction. We cannot determine the cause since we could not duplicate the reported symptom.

Event description:
The customer reported an inability to acquire pads ECG and a failure to deliver a shock.